Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times within a 30 day period, during which at least 3 separate cartridges from 2 separate boxes were used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings: a loss of prime warning due to a non-zero low force was observed in the black box data. A loss of prime warning was not observed during the investigation: the reported event was not duplicated. The pump passed a force sensor calibration check. The following findings are unrelated to the reported event: the audio bolus button (abb) was not functional, and its cover was found to be torn. The abb cover was removed, and the abb slug was observed to be missing. Corrosion was observed on the abb contacts. The pump case was removed, and no further evidence of moisture ingress was found.